Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on the device assessed as unidentified tear. There is a piece of missing shell assessed as inconclusive. Lump/nodule: unable to observe as it is not related to the manufacturing process. No additional observations made.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2a, d2b, d3, d4, d6b, d9, g2, g4, h4, h6. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture and "lum oval shape indistinct hypoechoic mass ". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. Device remains implanted.